Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in (B)(6) 2023 between 40-60 mg/dl. The cause of low bgs was unknown. The customer received third party assistance from emergency medical technicians (emts), who assisted the customer in their home, provided orange juice, carbohydrates and stayed with customer until their bg raised to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.